Manufacturer narrative:
Cont. E.1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "granuloma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and granuloma.

Event description:
Healthcare professional reported "capsular contracture baker grade IV " and "histiocytic and gigantocellular reaction to silicone¿. This is for the left side device. The device was explanted.

Event description:
Healthcare professional reported "capsular contracture baker grade IV " and "histiocytic and gigantocellular reaction to silicone¿. This is for the left side device. The device was explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Cyst: unable to observe as it is not related to the device. Granuloma: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.